Manufacturer narrative:
The investigation determined that discordant (B)(6) vitros anti-hav igm results were obtained from two different patient samples processed using vitros anti-hav igm reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined, however, sample related issues cannot be ruled out as contributing to the event. The patient 1 sample was initially collected approximately 2 years ago, was separated into aliquots and stored frozen. It is possible that degradation of the havm antibody in the sample occurred during the 2 year timeframe, although this could not be confirmed. Ortho does not make any claims concerning the stability of a sample once it is put into frozen storage. The patient 4 sample was initially collected and tested approximately 6 months ago, and had been stored frozen since the initial test event. The patient 4 sample had been through 4 ¿ 5 freeze/thaw cycles in that 6 month timeframe, and it is likely that degradation of the havm antibody in the sample occurred. There was no indication of a vitros anti hav igm reagent lot performance issue.

Event description:
The customer reported two discordant (B)(6) vitros anti hav igm results obtained from two different patient samples using a vitros 5600 integrated system when compared to historical vitros anti hav igm (B)(6) results from the same patients using different vitros anti-hav igm reagent lots. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The discordant (B)(6) vitros anti hav igm results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. (B)(4).